Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed. No lot or serial numbers were communicated; device expiration date and device manufacturing date are not available. UDI#: unknown; premarket (510k) number: unknown. Operator of the device: unknown.

Event description:
It was reported that the hospital has had 21 instances of delivery accuracy with slow flow or no flow related to the cadd cassettes some with an alarm and others without. No patient injury was reported.